Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a broken piece from the active ventec one-circuit being lodged inside of the vocsn multilumen tube connection interface port was confirmed. Ventec replaced the vocsn's multilumen tube connection interface port to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was that a piece of an active ventec one-circuit's multilumen tube had broken off and become lodged inside of the vocsn's multilumen tube connection interface (active connection) port.

Event description:
It was reported to ventec that a piece of an active ventec one-circuit had broken off and become lodged inside of the vocsns multilumen tube connection interface port. This issue could impact the vocsn performance, including its ability to provide accurate breath triggering, cycling and monitoring. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has requested additional information about the patient and the event from the reporter, but no response has been received.